Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse exchanged system power manager (spm) due to errors 252, 307, and 308. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The spm was installed into the golden system where flashing blue light were triggered and main board was not detected, indicating the fault a replicating the reported event. The golden system sat idle for 20 minutes, and no response was being produced from the spm. As a result of these findings, failure analysis concluded that the spm could be the root cause to the reported issue. A review of the site's system logs for the reported procedure date was conducted by an regulatory post market surveillance quality engineer. Investigation revealed errors 23, 40, 307 and 40084. The probable root cause is attributed to electrical issues resulted from a faulty spm.

Event description:
It was reported that after a da vinci-assisted nephroureterectomy surgical procedure, the system had a non-recoverable system fault, leading to an error 252. The customer attempted a hard power cycle, but the system failed to restart. The blue fiber cable (bfc) was stuck in the patient side cart (psc), which was removed and replaced, yet the psc still failed to connect to the vision tower. After the emergency power off (epo), the system showed full green bars but failed to start in standalone mode. Moving the cord to another outlet led to an amber center with spiraling blue lights. Another epo allowed the system to pass a self-test, although shutdowns were causing issues. Later, it was reported that the psc went down again. Various attempts, including moving fibers and power cords, hard cycling, and trying standalone mode, were made but the issue persisted. The procedure was completed with no reported injury.